Manufacturer narrative:
(B)(6). Device evaluation: photos of the device are available and a sample has been received for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that a nurse, responsible for assisting hospitalized diabetic patients with insulin injections, sustained a needle stick injury from a broken piece of the suspect device that had fallen into the bed. No additional information is available and it is unclear when the needle had broken. The nurse had lab work.

Manufacturer narrative:
Device evaluation: result - the customer returned 3 loose pieces of 31gx5mm cannula and 4 photos from the reported catalog 320129, lot number 5139494. All three pieces of cannula appeared to be broken at the base of the cannula where it meets the hub. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode. Needle bending (as well as breakage) in use probable causes are as follows: the user inadvertently bends the needle prior to use. During assembly of pen needles the cannula can become trapped between the inner shield and the hub, causing the cannula to fold over. Manufacturing related defects exhibit indentation on the hub, where the cannula has been folded into the hub material. As none of the hubs from the defect samples were returned for analysis, it is not possible to confirm which of the above possible failure modes was the root cause for the defect observed. Of note, CAPA (B)(4) was raised for patient end needle broken during use.